Manufacturer narrative:
This report is submitted on may 21, 2021.

Event description:
Per the clinic, the patient experienced no response to sound with the device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.